Event description:
The account alleges that they experienced issues when using the sync evo band, resulting in several hematomas that led to pseudoaneurysms that required surgical intervention to repair. The physician was not sure how the evo band contributed to the patient's injury but did confirm that they are using the stat seal product on all radial procedures with 1 hour recovery times along with the sync evo band.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the complaint database and device history record cannot be performed as a lot number was not provided.